Manufacturer narrative:
This report is submitted on september 19, 2020.

Event description:
Per the surgeon, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.